Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon pre-mapping twice during procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited failure to capture at both instincts. When a second repositioning was attempted, it was noted via contract imaging that a cardiac perforation had occurred, lead to cardiac tamponade. A drainage was performed, followed by an open chest surgery to suture the perforation site. The rvlp was also implanted eventually. Patient condition was stable post-procedure.